Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for a supraventricular tachycardia (svt) in which therapy exhaustion occurred. Technical services (ts) was consulted, and programming enhancements were considered. No additional adverse patient effects were reported. This device remains in service.